Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. Medical records have been provided for review; the evaluation identified obstruction. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced an obstruction. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kg.